Event description:
The physician successfully implanted a 3.5mm diameter x 12 mm length endeavor rapid exchange (rx) drug-eluting stent to the mid rca. A second endeavor rx stent was also successfully implanted (separately) to the mid rca during the same procedure (ref MFR # 2953200-2010-01926). A 30 day follow-up post procedure confirmed no adverse event. Approx 3 months post index procedure, the pt underwent a posterior tibial artery bypass procedure. Approx 5 months post index procedure, the pt underwent a right thigh amputation. Following the procedure, sepsis developed due to necrotizing fascitis. Multiple organ failure developed. Pt death occurred two days post surgery due to necrotizing myocarditis. The physician commented that there was no relationship between the event and the study device or study drug.

Manufacturer narrative:
(B)(4). Eval: results - (co-morbidities including renal disorder, necrotizing fascitis, sepsis). (Death, infection). Conclusions: (event was not related to the device).